Event description:
Richard wolf medical instruments corporation (rwmic) rec'd a maude report on (B)(6) 2014, indicating: procedure: laparoscopic incisional hernia. During procedure cable failed and caused a burn mark on the sterile drape and warming blanket. No burns or injuries to patient or staff were reported.

Manufacturer narrative:
Rwmic contacted hospital and requested add'l info and either device or photo of device for investigation. No response as of (B)(4) 2014. As of date of event, facility had not purchased any new cables (8106.132) since (B)(4) 2011. Richard wolf considers this matter closed. However, in the event we receive add'l info, we will provide FDA and (B)(4) with f/u info.